Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) patient cable was confirmed via analysis of the returned mpu. The returned mpu was evaluated by service depot and upon visually inspecting the returned mpu it was revealed that the rubber encasing on the patient cable connector was loose. The damage to the patient cable did not impact the functionality of the unit during testing. The mpu was connected to a system controller and mock circulatory loop for several days without any issues or atypical alarms produced. The damaged patient cable was replaced with a new patient cable. A full functional checkout was performed and the unit passed all steps of the test without any issues. The damage patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu patient cable did not reveal any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2017. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) had a damaged cable.